Event description:
Edwards received information a patient with a 25mm 7300tfx mitral valve implanted three (3) years, eight (8) months, underwent valve-in-valve procedure due to mitral stenosis. A 26mm 9750tfx transcatheter valve was implanted without any complications. Patient stable.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25mm 7300tfx mitral valve implanted three (3) years, eight (8) months, underwent valve-in-valve procedure due to severe mitral stenosis. Patient presented with acute on chronic class iii-IV diastolic heart failure. Patient tolerated the procedure well and was transferred to pacu.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a4, b5, b6, b7, d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction the cause of the event was likely due to patient factors and progression of underlying valvular disesae.